Event description:
Unit underfilled a final container, based on graduation marks on the bag and visual comparison to another bag having the same formulation. The programmed volumes and volume delivered displays on stations 1 and 2 (station 3 was not used, but did have a source container) were in agreement as was total programmed volume and total volume delivered. There were no calibration problems nor any alarms. Since the caller insisted that she was concerned about the accuracy of delivery, she was advised not to use the unit, which was swapped out. No pt involvement. 11/27/96.